Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe w/ bd luer-lok¿ tip leaked during injection. The following information was provided by the initial reporter: material no.: 309657, batch no.: 9066899. It was reported that the medication squirted out when injecting. Customer reported nurse loaded syringe with medication (hydromorphone) and when injecting patient with medication it squirted out everywhere. Stated it may be possible damage to the syringe barrel but upon inspection of syringe it does not look like there is a crack in it.

Manufacturer narrative:
H.6. Investigation: three photos were received and evaluated. The photos depicted a loose 3ml syringe with needle attached and between 2.5 and 3ml of medication drawn in the fluid path. The barrel was observed to have a crack running lengthwise between 1ml and 2ml markings. Additionally, one loose 3ml syringe was received. The syringe had unidentified liquid residue in the fluid path. The barrel was observed to have a crack running lengthwise between 1ml and 2ml markings. The sample appeared to match the syringe in the photo previously received and evaluate. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the cracked barrel defect is associated with the assembly process.

Event description:
It was reported that bd luer-lok¿ disposable syringe w/ bd luer-lok¿ tip leaked during injection. The following information was provided by the initial reporter: material no.: 309657 batch no.: 9066899. It was reported that the medication squirted out when injecting. Customer reported nurse loaded syringe with medication (hydromorphone) and when injecting patient with medication it squirted out everywhere. Stated it may be possible damage to the syringe barrel but upon inspection of syringe it does not look like there is a crack in it.